Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-04857 for a description of the second device. A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve catheter's prosthetic balloon leaked. The procedure was not completed due to this event. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.